Event description:
30-year-old g4p2 25wks 1 day. Mo/di twins. Admitted for laser procedure due to ttts stage I. At the end of the case, there was a laser fiber fragment noted to be on the placenta. Md notified patient. (B)(4) medtech. Dornier diode 600 - 3.5 meter. 600 micron single use diode fiber - luer lock. Ref #(B)(4) lot # c4324s exp date: 10/30/2029.